Manufacturer narrative:
Evaluation summary: the reported event of the broken screwdriver tip could be confirmed. Based on the investigation, the root cause damage of the broken tip was attributed to a user related issue. It appear that most likely the screwdriver breakage was caused by excessive torsional overload in order to withstand high stresses (i.e: resulting from the screw or screw bone in-growth removal or from any other deviation from the device intended use). Additionally, the screwdriver has been manufactured in 2008, therefore an improper maintenance or damages of the device prior to its use cannot be excluded to be contributory to the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken. The driver was broken during the surgery but the broken part was removed quickly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken. The driver was broken during the surgery but the broken part was removed quickly.